Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer had high blood glucose and had treated with the insulin pump, but the blood glucose number kept rising. The customer was wearing the insulin pump at the time of the event, but it was removed at the hospital and the customer treated with fluids and insulin. The infusion set cannula had been bent. The drive support cap appeared normal. Air bubbles were noted in the tubing and the customer was assisted in priming them out. Insulin did exit with a manual prime and no leaks were observed. The time and date were correct. The bolus history displayed all entries based on the customer's recollection. The customer declined the high pressure test. He was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.